Event description:
On december 16 at 4:12 am a resident was found expired on the floor next to his bed. He was in a vest restraint. The side rails of his bed were down, though the rails were in place when he was last observed.the cause of death was not immediately ascertainable so the medical examiner is reviewing the incident.other device: bed: gem southeast, inc.invalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Invalid data - whether device used as labeled/intended. Invalid data - regarding evaluation by user after event. Method of evaluation: invalid data. Results of evaluation: invalid data. Conclusion: invalid data. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.